Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no pacing with magnet application and the device would not interrogate.